Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's ins burning and sharp pain at the implant site was due to their battery being bad. The patient's battery was replaced on 2018-(B)(6), and the patient had their battery turned on 2018-(B)(6) and all seems well. The burning and sharp pain were resolved. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and multiple back operations. Information was reported that the patient stated she was having "trouble with the battery in the ins." The patient clarified a couple of days ago suddenly the ins felt like burning, sharp pain at the implant site. It was reviewed considerations to turn ins down or off. The patient then clarified it hurts when the ins is off and the pain goes away when its off, except when the patient lays down. The patient stated it hurt in that area when she lays down. The patient also stated she know how to use her programmer to adjust her programming. No further complications were reported. No additional patient symptoms were reported.